Event description:
It was reported that the lead was explanted and replaced due to suspected externalized conductors. No electrical anomalies were detected prior to explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.